Event description:
It was reported that the surgeon had difficulty inserting the lead into the neurostimulator (ins). The ins was replaced. The lead was damaged, and it was unknown if it was replaced. Further information is being requested.

Manufacturer narrative:
(B) (4)